Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment information was not reported. The patient was discharged from the hospital after four days. At the time of this report, it was unknown if the patient was recovering from the event. Action taken with pd therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation, it was determined that the cause of the peritonitis event was user error breach in aseptic technique. The use error was further described as the patient had a tube leakage problem and the patient used the hand to fill a hole which led to peritonitis. The peritonitis event was manifested by turbid effluent. Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from the peritonitis event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.